Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced a high threshold. The lead was replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. The helix/lobe was distorted/bent, and blood in/on the helix/lobe mechanism with tissue on the helix. The defibrillation conductor was distorted and fractured (overstress), and the exposed defibrillation coil had a white substance. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay had cosmetic environmental stress cracking and was melted. The outer tubing was kinked/buckled. The outer insulation had a white substance and cosmetic depression. There was a miscellaneous (non-elect) tip electrode finding.